Manufacturer narrative:
(B)(4). Batch # u5f486. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: the device was used to anastomose between the colons for the colostomy closure. The deployed staples were unformed at the 4th firing of feea. There was no conversion of the procedure. The patient¿s condition is stable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colostomy closure, after the firing, it was found the target tissue was cut, but the staples were not deployed at the 4th firing. The surgeon commented that when he received the device from the scrub nurse, the firing knob was bent to right. Competitor device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 05/12/2021. D4: batch # u5f486. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload no loaded in the device. The reload had the proximal 11 drivers up and the remaining drivers down with staples present. Also, it was noted that the "doghouse" component of the cartridge was damaged due to the knife was push up and the swing tab was noted to be broken, making the reload nonfunctional. The cartridge was disassembled to verify the condition of the internal components and the knife shroud assembly was found damaged (broken). The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. It should be noted that product failure is multifactorial. It is possible that the damage on the swing tab was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. A probable cause for the damage to the doghouse component and the knife assembly indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damages noted. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.